Event description:
It was reported that the images on the left monitor of the 9800 system are distorted. The case was completed, and there was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the left monitor. The system was tested and found to be working as intended, and placed back into service.